Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during a cataract surgery with intraocular lens (iol) implant procedure, lens was not dispense properly and destroyed. There was no sample available. Additional information has been requested.

Manufacturer narrative:
Additional information has been provided in b.3., b.5., d.10., h.3., h.6., and h.11. The product was not returned. A device history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. The product was not returned. The surgeon indicated the issue may have been related to a lack of viscoelastic in the cartridge. The IFU (instructions for use) instructs to completely fill the cartridge with ovd (ophthalmic viscosurgical device) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received by stating, lens was placed in the cartridge and it would not came out of cartridge as a result lens did not dispensed properly. The procedure was completed on same day. There was no patient harm.